Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Labeling review is not required as the investigation was confirmed related to supplier issue. This investigation does not require a DHR review due to a closure letter not required for this complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon did not inflate. The user thought that it might be the syringe problem. As per follow-up information received from ibc on 01feb2023, stated that the water might had leaked from between the syringe and the inflation valve. As per investigator notification received on 27mar2023, stated that the syringe was faulty.

Event description:
It was reported that the foley catheter balloon did not inflate. The user thought that it might be the syringe problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.